Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The existing aus cuff was removed and a new cm cuff was placed at the bulbous urethra using perineal approach. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.